Event description:
The ge oec 9800 fluoroscopy system had an issue with the fluoro image. The system was removed from service, pending repair.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image intensifier and image intensifier power supply. Both components were replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. This facility was unable or would not provide any pt information with respect to this issue.